Event description:
It was reported that one day post implant the patient appeared to have severe mental issues and was wildly waving his arms and body about. The patient was not responsive to verbal direction. Early the next day, the patient was being operated on for a pneumothorax. The atrial lead perforated the right atrium, the pericardial sac, and punctured the lung. The chest was opened and repairs were made. A new lead was implanted.